Event description:
Not sufficent tread to prevent falling. One nurse slipped and fell while wearing shoe covers. It is not known what the condition of the floor was or what activity the nurse was performing. The nurse hit their elbow and went to urgent care. The treatment was tylenol, ice and rest. The nurse missed 2 days of work.